Event description:
Information received indicates the bed has a high ground resistance reading.

Manufacturer narrative:
The technician found loose connections on the power cord plug. The technician tightened the connections to repair the bed.